Manufacturer narrative:
No information has been provided to date. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual inspection was performed. The sample was received in a used condition with retractor activated and the base removed. Functional test could not be performed due to the sample being received in a used condition and the IFU indicating that any attempt to reprocess the device for subsequent re-use may adversely affect the integrity of the device or lead to deterioration in performance. Therefore the complaint could not be confirmed. Root cause cannot be determined since the complaint was not confirmed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that the surface still remains in the stamp and does not come off when the needle is inserted. No patient injury was reported.